Event description:
A report was received stating that the tracheostomy tube was found leaking at the pilot balloon after approximately 1 week in use. Replacement of the tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated. The manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).